Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 168 mg/dl at the time of incident. The customer also state that time did change. The customer also state that insulin pump had unexpected restart. A cold reset was performed alarm and beeping and the time keeps running up really fast the customer also state that they were unable to clear the alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No a21 alarm, battery error alarm or reset time or date after change battery noted. Unit had intermittent buttons response due to flattened esc button dome switch. No unlocked j2 or lcd keypad connector noted.